Event description:
The user observed a "color chip failure" error message displayed on the on-line blood gas monitor, rendering the device inoperable. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.